Event description:
The pt was reportedly experiencing intermittency followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed that all electrodes were shorted. Surgery to explant the pt's device is under consideration.